Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an error 5 and the ¿apply blood¿ message after applying a blood sample. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the error message and ¿apply blood¿ message began to appear at 12 p.m. On (B)(6) 2021. The patient denied that she takes any medication to manage her diabetes, nor did she take any action with regards to her usual diabetes management regimen due to the reported issue. The patient advised that the following morning on (B)(6)2021 at 6 a.m. She started to experience symptoms of ¿dizzy, chills, blurred vision, headache¿. That same day, at an unspecified time after the symptoms developed, the patient went to the hospital where a blood glucose result of ¿65 mg/dl¿ was measured on the ER meter and an injection (patient does not remember which injection) was administered to the patient by a hcp. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and the issue was resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion and received hcp treatment after the alleged error message issue with the subject device began.